Event description:
It was reported that post-implant, the patient developed an infection with discharge noted at the implant site for their aveir leadless pacemaker (lp) system. Antibiotics were administered to mitigate the infection. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.